Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device had some minor damage from the attempted insertion into the mating part. The device was manufactured in 2018. A dimensional inspection was attempted but the device was too damaged/ deformed from the attempted implantation to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, insert was unable to be inserted properly. Alternative implants from smith and nephew were used in the surgery. Delay of less than 30 minutes, patient did not suffer.